Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred during the load process. The customer reported a blood glucose (bg) level of 346 (mg/dl). A bolus with an insulin pen was delivered to address bg level. The customer will use insulin pens as back up therapy.